Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to jammed motor gearbox. Prime/fill anomaly could not be verified, due to motor error alarm. The device was received with a cracked case at display window corner, minor scratches on lcd window, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
It was reported that the insulin pump emptied the reservoir during priming and became stuck in the priming sequence. No numbers appeared on the screen and no beeps were heard. Replacing the sets did not resolve the issue. The device was not bumped, dropped, or exposed to water. Customer agreed to return the device for analysis.